Manufacturer narrative:
H6: the previously reported device code a26 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacturer representative indicated that the pump was visible through the incision and the patient felt that they were withdrawing. The environmental, external, or patient factors that may have led or contributed to the issue were unknown. The healthcare provider (hcp) tried to aspirate the catheter but was unable to aspirate. The pump and catheter were explanted. A new 20cc pump was placed in the buttock and a new catheter was placed, and the issue was considered resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8598, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8598, serial/lot #: (B)(4), ubd: 28-apr-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (unknown concentration at 6.01 mg/day) via an im plantable pump for unknown indications for use. It was reported that the patient had a 40ml pump implanted in (B)(6) and they were healing, but then the healthcare professional (hcp) needed to go in and fix the catheter in (B)(6).  It was stated that after that surgery, the patient's body was not healing and the pump started to come out of their body.  It was noted that yesterday ((B)(6) 2020) they pump a new pump in the patient's lower back and it was a 20ml pump.  The patient inquired why they did not receive a personal therapy manager (ptm).  The patient was redirected to their hcp to discuss pump programming and ptm.  The event date was (B)(6) 2020.  No further complications were reported/anticipated.